Manufacturer narrative:
(B)(4). Additional concomitant medical products: shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, pn 00875705001, ln 61549926; biolox delta ceramic taper liner pn 00877500932, ln 2596962; biolox delta ceramic femoral head pn 00877503202, ln 2605020. (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2019-00022. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient exhibited 2 asymmetrical focal radiolucencies, 3mm to 4mm, next to the acetabular cup. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Previous reports stating this report was a duplicate were incorrect and sent in error.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001822565-2019-00022.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001822565-2019-00022.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 0001822565-2019-00022 the initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under (B)(4).